Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory failure and withdrawal of support. The patient was admitted to the hospital for fluid volume overload, leading to respiratory distress and intubation. Multiple attempts were made to extubate the patient; however, the patient did not tolerate any trials and experienced significant respiratory distress each time. The medical team discussed tracheostomy as an option for long-term airway support with family. After thorough discussion, the family declined knowing the patient would not approve and elected to withdraw further interventions. The outcome was not considered device or therapy related. The device operated as expected. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account noted that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Chapter 1, ¿introduction¿, lists adverse event that may be associated with the use of the heartmate 3 lvas, including respiratory failure. No further information was provided. The manufacturer is closing the file on this event.